Event description:
Three months post-uae, experienced pain in right heel which has become extreme, unbearable pain interferring with walking. Now has leg, ankle, and foot pain. Told circulation in leg is not good. No longer able to exercise. Was not informed of this possible consequence.